Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a vitrectomy probe did not cut during a procedure. The system was replaced without replacing the vitrectomy probe. The procedure was completed with no patient harm. Additional information has been requested but not received. This is one of two reports being filed for the same facility. (B)(4).

Manufacturer narrative:
The customer reported that the footswitch was used during a case in which the associated constellation vision system had issues with the vitrectomy cutter cutting. The customer reported the system was working but there was no cutting action. There was no patient impact noted. The company service representative examined the system and evaluated the footswitch. The company service representative was unable to replicate the reported event. Although no functional issues were observed, the company service representative noted that the footswitch may possibly have had a bad contact which may lead to an intermittent connection. The company service representative requested that the footswitch be replaced as a preventative measure. The system was then tested and met all product specifications. The footswitch was manufactured on march 2, 2010. Based on quality assurance (qa) assessment, the product met specifications at the time of release. The system was manufactured on october 5, 2011. Based on qa assessment, the product met specifications at the time of release. No vitrectomy probe sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The root cause of the reported event cannot be determined conclusively. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).